Event description:
It was reported that the coil separated from the middle part and remained inside patient. The target lesion was located in the bronchial artery. A 8cmx3mm interlock was selected for use. During the procedure, it as noted that the coil became stuck on the tip part of a non-bsc catheter and was removed. However, the coil separated at the middle part and was left inside patient from bronchial artery to aorta. The proximal side was removed protruding from the catheter's tip. A 2mmx4cm interlock was then used and advanced through the catheter. The 2mmx4cm interlock prematurely deployed within the catheter and possibly tore within the catheter during removal. There was no resistance upon retrieving the catheter and the coil and no possibility of adhesion of thrombus. No complications reported and the patient is stable.